Event description:
It was reported that a balloon rupture occurred. The target lesion was non-calcified. A 10mmx3.00mm wolverine coronary cutting balloon monorail ruptured during the procedure. The device was removed from the patient and the procedure was completed with a non-bsc device. There were no patient complications.

Manufacturer narrative:
A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 3mm in length was completely detached from the distal end of the balloon material. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. During analysis the other two blades of the device came off the balloon material together with their blade pads. Both blades and their pads were undamaged. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 1mm proximal of the proximal markerband and extending approximately 15mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination identified damage to the tip of the device. This type of damage is consistent with excessive force being applied when resistance is encountered while attempting to cross a lesion. A visual and tactile examination found the shaft polymer extrusion to be kinked approximately 13 mm proximal of the guidewire port. The guidewire lumen was also found to be kinked approximately 3mm proximal of the distal markerband. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was non-calcified. A 10mmx3.00mm wolverine coronary cutting balloon monorail ruptured during the procedure. The device was removed from the patient and the procedure was completed with a non-bsc device. There were no patient complications.